Manufacturer narrative:
Concomitant continued: dtba1d1 ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high sensing integrity counter (sic) and high rate non-sustained tachycardia (hr-nst) episodes. The lead remains in use. No patient complications have been reported as a result of this event.